Event description:
It is reported that pt had right knee replacement in 1995. At the time of surgery in 2002, pt had significant wear of tibial plateau. There was also a fracture transversely across the medial condyle of the femoral component.